Event description:
It was reported that during percutaneous transluminal coronary angioplasty/ stent procedure the balloon catheter was inflated inside of a previously implanted stent, (contrary to instructions for use), and ruptured. Initially, the balloon catheter could not be removed and a diagnostic catheter was advanced over the balloon catheter facilitating removal. Angiography was unable to confirm a dissection or stent deformation. Reopro was administered and the procedure terminated. Reportedly there were no pt complications. Reportedly, the physician felt that any balloon catheter would rupture under the same conditions.